Event description:
Pt implanted in lower vermilion border in 1998. Onset of implant extrusion and infection in perioral during 1999. During 1999, exact date unknown, pt treated with bactrem and implant explanted.